Event description:
Customer reported a button error alarm on the insulin pump. Customer reported sleeping on the insulin pump. Customer's current blood glucose reading is 50 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.